Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report: 1627487-2021-01896. It was reported that patient experienced ineffective stimulation. Upon diagnostic testing, high impedance issue was observed on the right lead. Patient denies any traumas or falls. A surgical intervention is anticipated in the near future. It is unknown which lead is the right lead therefore both leads are being reported. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.